Event description:
The account alleged that the bed has no functions. All lockouts are in the off position, but the hi/low will work from the foot end. He stated that there was a lot of corrosion in the lockout box.

Manufacturer narrative:
Repairs have not been completed.